Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the reported device and photos were returned for evaluation. The service technician carried out an assessment, but there was no failure. The issue could not be confirmed during device evaluation. Despite the evaluation not confirming the reported issue, it was concluded that the complaint is related to a lack of sufficient direction in the assembly procedure when using grease. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Further investigation and assessment of this design issue is covered in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during service and evaluation, it was determined that the robotic assisted saw handpiece device had a liquid leak. It was noted in the service order that the device was showing an oil residue. The device was not used on a patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.